Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.